Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) solution administration sets had tubing damage; there was a split in the tubing on two (2) sets and one (1) was completely severed. The issue was identified during set up of 0.9% saline infusion. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The devices were not returned and the lot number reported is invalid; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to d4: lot #. D4: the correct lot # is "21g03v134", previously submitted as "231034v3134". H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.